Manufacturer narrative:
H3. Device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on the lens. Visual inspection found the haptic bent with debris on the lens surface. Claim# (B)(4).

Manufacturer narrative:
B5: the reporter indicated that a 12.1mm vticm5 12.1, -12.50/2.0/093 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively on 09/feb/2021 from patient's right eye (od) with a longer length lens due to low vault. This resolved the problem. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5_12.1, -12.50/2.0/093 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively on (B)(6) 2021 from patient's right eye (od) with a shorter lenght lens due to low vault. This resolved the problem. .